Event description:
The manufacturer received information from a third party service center alleging a ventilator's display screen could not be viewed. There was no harm or injury reported. The ventilator was evaluated at the third party service center and the lcd screen was replaced to address the issue.